Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the atrial lead was found to be dislodged. On (B)(6) 2015 the lead was repositioned successfully. The patient was in good condition post procedure.